Manufacturer narrative:
According to the report and case report forms on 03/29/2016, patient (B)(6) implanted with aortic valve and conduit (av00, sid (B)(6), donor (B)(4)) via aortic valve replacement (avr) and aortic groove replacement (agr) on (B)(6) 1999 and experienced "post-op afib [atrial fibrillation] with rapid ventricular rate" on (B)(6) 1999. Crfs indicate a medical history significant for type I diabetes mellitus, end-stage renal disease (esrd), dialysis, status post (s/p) renal transplant, hypertension, congestive heart failure (chf), and left below-knee amputation s/p deep vein thrombosis (dvt). Additional information (implant operative notes and post-op consult notes) was received via fax on 05/04/2016 from the clinical site. Impression notes from the consult indicate the following: "recurrence of atrial fibrillation secondary to electrolyte abnormality (low potassium and low magnesium) coupled with subtherapeutic procainamide level" and was subsequently treated via "supplement potassium and magnesium" and "increase procainamide following rhythm and electrocardiogram intervals closely." This information was reviewed by the medical directors who created the following memo on 06/24/2016: based on the surgeons medical note, the dysrhythmia was attributed to "electrolyte abnormality (low potassium and low magnesium) coupled with subtherapeutic procainamide level" rather than to the allograft. Additionally, atrial fibrillation is a common dysrhythmia following cardiac surgery and is thought to be related to conduction disturbances caused by the physical manipulation of the heart during surgery. Based on this information, complaint (B)(4) will be voided. Departmental reports were not requested as a determination was made to void the complaint prior to their request.

Event description:
According the report, patient (B)(6) was implanted with aortic valve and conduit allograft on (B)(6) 1999, indication for procedure is unknown. On (B)(6) 1999, "post op afib with rapid ventricular rate" reported and cardioversion intervention reported on (B)(6) 1999.

Manufacturer narrative:
According to the report and case report forms on 03/29/2016, patient (B)(6) implanted with aortic valve and conduit (av00, sid (B)(6) , donor (B)(4)) via aortic valve replacement (avr) and aortic groove replacement (agr) on (B)(6) 1999 and experienced "post-op afib [atrial fibrillation] with rapid ventricular rate" on (B)(6) 1999. Crfs indicate a medical history significant for type I diabetes mellitus, end-stage renal disease (esrd), dialysis, status post (s/p) renal transplant, hypertension, congestive heart failure (chf), and left below-knee amputation s/p deep vein thrombosis (dvt). Additional information (implant operative notes and post-op consult notes) was received via fax on 05/04/2016 from the clinical site. Impression notes from the consult indicate the following: "recurrence of atrial fibrillation secondary to electrolyte abnormality (low potassium and low magnesium) coupled with subtherapeutic procainamide level" and was subsequently treated via "supplement potassium and magnesium" and "increase procainamide following rhythm and electrocardiogram intervals closely." This information was reviewed by the medical directors who created the following memo on 06/24/2016: based on the surgeons medical note, the dysrhythmia was attributed to "electrolyte abnormality (low potassium and low magnesium) coupled with subtherapeutic procainamide level" rather than to the allograft. Additionally, atrial fibrillation is a common dysrhythmia following cardiac surgery and is thought to be related to conduction disturbances caused by the physical manipulation of the heart during surgery. Based on this information, complaint (B)(4) will be voided. Departmental reports were not requested as a determination was made to void the complaint prior to their request.

Event description:
According the report, patient (B)(6) was implanted with aortic valve and conduit allograft on (B)(6) 1999, indication for procedure is unknown. On (B)(6) 1999, "post op afib with rapid ventricular rate" reported and cardioversion intervention reported on (B)(6) 1999.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According the report, patient (B)(6) was implanted with aortic valve and conduit allograft on (B)(6) 1999, indication for procedure is unknown. On (B)(6) 1999, "post op afib with rapid ventricular rate" reported and cardioverstion intervention reported on (B)(6) 1999.